Event description:
It was reported that the patient reported they had experienced nose bleeds and had spat up blood since receiving their implant on (B)(6) 2024. The patient was to reach out to their cardiologist for further medical evaluation.